Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100069 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result (s). Customer is reporting a problem with a flow-flex covid test, he is reporting that when he was doing the testing, when he removed the foil from the top a strange mucus liquid fall into the buffer causing a false positive result.